Event description:
Caller reported an issue with the pump's displayed time being incorrect by more than five minutes. Caller¿s blood glucose levels remained within normal range, as there were no reports of levels above 500 mg/dl or below 54 mg/dl. Technical support assisted caller in updating the pump time and advised monitoring for future discrepancies, with caller acknowledging and understanding the instructions.